Event description:
Info received indicates the right intermediate siderail will not remain latched.

Manufacturer narrative:
The tech isolated the issue to debris in the siderail latch mechanism to repair the bed.